Event description:
Pt was in ER with acute respiratory failure. Pt was intubated in ER at 0910 hrs. Pt was transferred to ICU. At 1030 hrs, cuff would not maintain pressure. Pt was extubated and reintubated with another tube, and placed back on ventilator.

Manufacturer narrative:
To date, the prod has not been returned, or rec'd by MFR for failure investigation. An add'l report will be sent to the FDA, should the prod be rec'd, and eval results completed.